Manufacturer narrative:
Methods: complaint history analysis, x-ray analysis and risk assessment. Results: this is the first instance of this failure occurring post-op. After reviewing the x-rays it was confirmed that one of the legs of the plate is broken next to the tulip. In this case the surgeon has opted not to do a revision surgery at this time. Conclusion: since the plate was not returned, as it is still implanted, and no lot information is available, no conclusion can be made.

Event description:
It was reported that "surgeon saw patient in clinic for 6 month post-op follow-up appointment. X-rays were taken and notation was made of broken construct."